Event description:
A customer contacted beckman coulter inc (bec) in regards to two erroneous positive (+) results obtained from icon 25 hcg for one patient's urine sample. Repeat testing on icon 25 hcg and on an alternate device produced negative results. Testing on the patient's blood sample also produced negative results. The patient did not show any symptoms of pregnancy. The erroneous results were not reported out of the laboratory. There was no report of death or injury associated to this event, but it is unknown if there was any delay in patient treatment due to the event. The customer did not provide information regarding control runs. Beckman coulter performed testing on retain devices on (B)(6) 2012 and on the devices returned from the customer on (B)(6) 2012. The devices were tested with positive and negative urine controls, and a clinical negative urine sample. Devices were read at 3 minutes for the urine controls and also for the clinical negative urine. All devices performed as expected. The patient's urine samples were not available for investigation. The complaint is specific to this one patient urine sample, and therefore the most likely explanation for discrepant result is an interfering substance in the patient¿s urine.